Event description:
Procedure type: pelviscopy/laparoscopy for ectopic pregnancy. According to the reporter: tried 11mm port entry (umbilicus) with difficulty. Scrub tech then noticed tip of 11mm obturator hanging/broken off tip, then x-rayed, also used versaport bladeless 5mm without problem. X-ray did not find - lower and upper abdomen. No report of unanticipated blood/tissue loss. Operating room time was delayed more than 30 minutes. No patient injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).